Event description:
During variax dr surgery, the locking screw could not be locked into the hole of the plate. The surgeon did not insert the screw at the wrong angle. He tried to lock the screw at various angles, but the screw could not be locked. After that, the other new screw was used and it was able to be locked to the same hole.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that locking screw, t7, 2.7x22mm was alleged of issue s-35 (no locking effect) could not be confirmed. Based on investigation, the root cause was attributed to a user related issue. The device inspection revealed the following: the affected locking screw was tested with a plate for its locking possibility. The screw could be locked and unlocked without any issues. Therefore we are not able to comprehend the reported problem. The screw as such is still intact no damages are evident (only the star recess of the screw head shows some slight wear). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During variax dr surgery, the locking screw could not be locked into the hole of the plate. The surgeon did not insert the screw at the wrong angle. He tried to lock the screw at various angles, but the screw could not be locked. After that, the other new screw was used and it was able to be locked to the same hole.